Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open colon cancer surgery, upon detaching the intestinal canal, the knife edge of the reload bounced away making it unable to fire. It was also noted that the black pusher thumb piece could not be moved at all. The reload was replaced with the same type of surgical device to complete the case. There was no patient injury.